Manufacturer narrative:
The complaint does not provide any identifying information of the device. The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be re-evaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on july 31, 2019, the patient was prescribed and implanted with an option elite retrievable ivc filter on or about (B)(6) 2017 by an unknown physician, at (B)(6) in (B)(6). The patient passed away on (B)(6) 2017. The complaint alleges that the filter has cause breakthrough pulmonary embolism and death. Argon¿s attorneys are attempting to gather additional information.

Manufacturer narrative:
5-day report, not 30-day report as the initial report stated.